Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed over-sensing of noise on the atrial lead. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received notes oversensing atrial lead noise resulting in inappropriate automatic mode switch. No changes or intervention was performed. There were no patient consequences.